Event description:
A nurse reported that probe had no cutting during vitrectomy surgery. The surgery was completed after replacing the product with new one. There was no information about patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in b.2., d.1., d.2., h.2. And h.11. Upon additional information received, it was confirmed that the issue was related hair in pack, which is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. Hence this reported event does not meet the criteria for reporting. No further reports will be scheduled under mfg. Report num. 1644019-2025-02958. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received, and it was reported that the issue was related to a hair in the pack, and not due to a probe-cutting-related issue.